Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the helix of a right ventricular lead could not be extended before placement into the patient's body. The physician attempted to turn the helix multiple times, to no avail. Lead was then switched out for another. Patient had no symptoms and was stable after the event.